Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h6, h11. 32 previously reported events are included in this follow-up record. Product return status 31 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. - 23 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 32 events were reported for this quarter. Product return status 27 devices were evaluated based on historical data analysis. 5 device investigation types have not yet been determined. Additional information 32 devices were not labeled for single-use. 32 devices were not reprocessed or reused.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 32 previously reported events are included in this follow-up record. Product return status 1 device was received. 31 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 32 malfunction events in which the device reportedly overheated. - 22 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 9 events had patient involvement; no patient impact.